Manufacturer narrative:
Additional information: event date is an approximation. Similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay on an unknown date. The patient tested positive with the ID now covid-19 assay. The customer thought that the positive result was suspicious so the patient was retested on the ID now covid-19 assay which generated a negative result. Although requested, no additional information regarding patient health status or outcome was provided.

Event description:
The customer provided additional information indicating that this patient had confirmatory pcr testing performed which generated positive results.

Manufacturer narrative:
B5: the customer initially indicated that the patient did not have confirmatory testing so the event was initially reported as conflicting results. Due to the updated information received from the customer, the results are no longer conflicting but a false positive result. The false positive results for this patient was previously reported on MFR. Report number 1221359-2022-02934 (01519675-2). As a result of the new information, this report is being submitted as a correction/retraction. The case will be re-evaluated if any further additional information is received.